Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, response buttons) has been confirmed. Upon investigation the monitor was displaying service codes and failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally the rear response button was not functional. The rear response button cover was missing and the switch was contaminated. The cause of the non functional response button was a contaminated switch. The root cause for the damaged connector was excessive force. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the response buttons were not functioning.